Event description:
In 2008, a female with adhd and migraine headaches was referred for percutaneous pfo closure for systemic oxygen desaturation syndrome. A 25mm amplatzer multi-fenestrated occluder - "cribriform" was successfully implanted. The patient was discharged on asa 325mg daily for six months and plavix 75mg daily for one month. At a follow-up visit, the patient was asymptomatic with no residual findings. Six months post-implant, the patient was hospitalized for approximately one week due to the finding of a large right atrial thrombus on the device. A transient episode of diplopia raised the red flag that something was not right. A subsequent tee was completed and revealed a large right atrial thrombus. A left sided thrombus was not seen, but it was presumed that the diplopia may have indicated a left sided embolism causing a tia. A brain mra was normal. The tee also showed that the pfo was completely closed with the device and the device otherwise looked well placed. A hypercoagulability work-up has been negative to date. The patient was on birth control pills that now have been discontinued. She was immediately heparinized after the initial tee and started on coumadin. A tee was repeated five days later and showed complete resolution of thrombus. She was discharged once her inr was above two. She will follow-up with her pcp for further inr monitoring. According to the implanting physician, there are two possibilities as to the cause of the thrombus: the device did not endothelialize and/or the patient has a hypercoagulable state.

Event description:
Six-months post-implant of an amplatzer cribriform occluder, a large clot was present on the right side of the device. The patient was on aspirin, and the thrombus completely resolved on heparin.

Manufacturer narrative:
Aga had requested further information regarding this case, but medical records and images have not been provided.

Manufacturer narrative:
Review of the medical records by aga's medical consultant resulted in the following findings: the tee pictures provided clearly show a large thrombus on the right atrial disc. Her hypercoagulability work up was normal. It was clear from the catheterization report that the procedure was uneventful. The thrombus formation on the right atrial disc could have been caused from either delayed endothelialization and/or a transient hypercoagulable state, as indicated in your letter to the referring and primary care physician. The left atrial disc was devoid of a thrombus; otherwise the patient may have required surgical removal of the device, in addition to the anti-coagulation therapy. The current thrombus management is optimal and per protocol. The patient is also currently on optimal therapy to prevent thrombus formation, as some devices may take longer than six months to completely endothelialize. According to aga's medical consultant, the cause of the thrombus was due to either a delayed endothelialization and/or a transient hypercoagulable state. The current thrombus management and therapy is optimal, and aga's medical consultant advises another tee be performed within the next 3-6 months to ensure the device remains thrombus free.